Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm1) due to error 23008. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the usm1 for evaluation. A follow-up MDR will be submitted, if additional information is obtained. The probable root cause of error 23008 points to pot to encoder.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, persistent error fault 23008 was experienced on universal side manipulator (usm1). The customer contacted intuitive surgical inc technical support engineer (tse) for troubleshooting assistance. Tse attempted to review logs and confirmed a faulty usm. Tse advised user to continue planned procedure using a three usm system configuration. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm1) was analyzed and upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) where automatic gain control current (agc) was found to be failing on the 0x1 axis. Once testing was completed, the yaw searchlight flat flex cable (ffc) was tested and was verified as the source of the fault. The complaint was confirmed based on the failure analysis. The root cause is attributed to a faulty ffc causing communication failures with the encoder sensing system in the usm1. This issue can be resolved by replacing the unit.

Event description:
Refer to h11 for follow-up information.